Event description:
It has been reported to philips that system did not showing any images. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not giving an image. No further information regarding the issue has been provided. No service has been performed by philips since the quotation has been cancelled by the customer. To date, there have been no further reports of this issue.